Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. It is unknown if customer experienced symptoms. The customer was unable to self-treat, requiring unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.